Event description:
It was reported that following an unrelated surgical procedure wherein the device was not placed into surgery mode, the ipg became unable to communicate with external devices. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein ipg was explanted and replaced to address the issue.

Manufacturer narrative:
E1 initial reporter phone number - (B)(6). Date of event is estimated.

Manufacturer narrative:
The report that the ipg was revised due to ¿inoperable ipg¿ was confirmed. Analysis of the returned ipg found the device was inoperable. The inability to communicate between the clinicians programmer and the implantable pulse generator was due to the device entering the service application state. The service application condition occurred on the day of the lead re-positioning procedure the patient reported having. It was also noted that the header of the ipg sustained damage that is consistent with the explant procedure. There is sufficient guidance in the clinicians manual regarding use of electrocautery in vicinity of the ipg.